Event description:
It was reported that a pt underwent a sling procedure in 2007. In 2008, the pt was experiencing vaginal discharge and was diagnosed with a vaginal wall mesh erosion. Two months later, the surgeon successfully performed a surgical closure of vaginal mucosa over the mesh under general anesthesia. The surgeon opines that the likely cause of the mesh erosion was ineffective healing due to local infection or that the tape placement was superficial.

Manufacturer narrative:
Date sent to the FDA: 07/09/2008. Mesh exposure occurred. Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch mfg records was conducted and the batch met all finished goods release criteria.